Event description:
Additional information was received. Patient called back regarding MDR follow up letter. It was reviewed it is normal for therapy to turn therapy when changing programs, patient confirmed this is what they experienced. Device working as intended. No allegations were made about program changing or therapy turning off abnormally.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy had been helping their symptoms by 50% or greater since they were implanted, but then "probably in (B)(6) 2023", some of their symptoms were no longer being helped and they were getting a less than a 50% or greater reduction in their symptoms. The patient stated they talked to the physician's assistant (pa) at their managing health care provider (hcp) office the other day and the pa told the patient they could switch to a different program. The patient stated they asked how to switch to a different program and the pa told them they could just "look it up in the book" the patient was calling today with their spouse because the patient and spouse had looked in the book and tried to change programs but they were confused about what a program was and why they should switch programs. The spouse said they would switch to a new program and it would just shut the therapy off. Patient services reviewed device description/function with the patient and their spouse as well as therapy expectations and programming and stimulation considerations. The patient's spouse was going to help the patient switch to a new program and the patient was going to continue to monitor their symptoms.